Event description:
Pt reported an alleged leak in a lap-band system, possibly from the tubing. The problem was first noted when the pt started "losing restriction." The pt went in for a fill and the surgeon found that "fluid was missing." An upper gi was performed. At a later date, the pt felt a significant loss of restriction. A fluoroscopy was performed which confirmed a leak, however, did not determine the exact location (band or tubing sections). The device remains implanted at this time. Explant surgery has not been scheduled. The pt will notify allergan when surgery is scheduled.

Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Further info from the reporter regarding the serial number of the device has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."